Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief. X-ray was taken and revealed that the paddle lead was extremely low. It was noted that the patients lead became very superficial around the middle back and was sensitive to touch. The patient underwent a lead explant procedure. The explanted lead was not returned.